Event description:
It was reported that the reservoir had air bubbles, which were noted during a high blood glucose troubleshooting procedure. The customer did not know the blood glucose reading. She stated that there was 1 little bubble at the top of the reservoir, about 1/16th of an inch in size. The customer primed the bubble out during troubleshooting. The customer also stated that she experienced pain and skin irritation at the infusion set insertion site. The blood glucose reading was 351 mg/dl, which was treated with a manual injection. She was advised to discuss this issue with a doctor. She also reported low blood glucose levels while working. The blood glucose reading was about 38 mg/dl; she advised that she cleans houses and does a lot of physical work. She had been experiencing low blood glucose for about 2 years. The reservoir was found showing less insulin than shown on the status screen. The device passed the displacement test. Advised replacement of reservoir. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.